Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer's representative (rep) via a healthcare provider (hcp) that the patient implantable neurostimulator (ins) battery voltage was higher than expected at eri (2.81v). Technical services reviewed the potential reason for the bounce-back of voltage and suggested testing impedances in various positions to look for any low impedances. Additional information was received from the hcp on the date of this report and stated that when the patient was seen at a previous appointment on (B)(6) 2021, the battery voltage was 2.79v (no apparent eri message). The following programming changes were made: 3.7v to 4v, 70 pw to 60 pw, and 170 rate to 160 rate. The patient remained in the bipolar configuration as they had been for a while, but the caller mentioned the patient never had great control of symptoms. During the revision at the time of this report, it was found that the ins turned off on its own. The ins was turned back on, and settings remained the same, but the hcp decreased voltage as 4v was too strong for the patient.  Impedances were checked and were in range. The patient was scheduled to see the hcp in a month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. Cause was unknown, however, they reported that according to technical services, the implant may have dipped into eri (elective replacement indicator) due to changing impedances.